Event description:
It was reported by patient's family that pump was presenting blockage/canister full alarm. Troubleshooting was performed however blockage/canister full alarm was not resolved. The procedure was completed with a smith and nephew backup device with no delays. No harm or injury reported.